Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be conclusively determined through this investigation. The report of low flow alarms was confirmed through the analysis of the log files. Although the account reported that the low flow alarms could have been caused by the patient¿s lower volume, a specific cause for the low flow alarms could not be conclusively determined through this investigation. The submitted system controller log file captured several transient low flow hazard alarms on (B)(6) 2019. These low flow hazard events occurred when the estimated flow was calculated below the low flow threshold of 2.5lpm. No other significant changes in pump parameters were noted and no other atypical alarms were captured. The pump speed remained above the low speed limit for the duration of the log file and the submitted log file appeared to show the system operating as intended. The patient remains ongoing on vad support. Device thrombosis and hemolysis are listed in the heartmate ii IFU as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. The patient care and management section of the IFU also discusses anticoagulation, including recommended inr values. The pump performance monitoring section explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and provides information regarding the assessment of pump flow. The hmii IFU and patient handbook¿s alarms and troubleshooting sections provide information on all system alarms, including low flow alarms, and the actions associated to resolve the alarms. These documents explains that low flow alarms occur when the estimated flow is calculated below the low flow threshold of 2.5lpm. The hmii patient handbook also provides a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was noted on (B)(6) 2019 that the patient's ldh readings were consistently less than 600 for the past couple of months. Patient did not have any dark urine.

Manufacturer narrative:
Approximate age of device ¿ 4 months 11 months (the age is calculated from the date of implant to the event date). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient¿s lactate dehydrogenase (ldh) on (B)(6) 2019, and then was 1027. Ldh was 770 (B)(6) 2019. Patient reported 3 day history of dark urine from (B)(6) 2019. 10 low flows were noted since (B)(6) 2019, though none seen on controller and patient reported hearing no alarms. During the analysis of the log file, there were 10 low flows recorded in the log file as mentioned. The power and flow decreased slightly over the past couple of days of the log file with a slight increase of the average pi. Doppler was 98. Hemoglobin dropped to 2g since last draw 3 months ago. Creatinine was stable at 0.93. Patient had traumatic family circumstances which contributed to stress including vomiting and diarrhea. Low flows could have been impacted by lower volume status. International normalized ratio (inr) remained therapeutic and patient denied missed doses of coumadin, aspirin, or persantine. No changes were made to pump parameters. CT showed multiple areas of clot, though report was not yet finalized. Patient urged to stay hydrated. Patient sought care at (B)(6) as she was not pump exchange or transplant candidate at (B)(6) hospital.